Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during surgery the device would not properly mesh skin graft. The patient was delayed under anesthesia for 20 min. The patient will require a second procedure for an additional graft. A second mesher was used and also malfunctioned. No additional patient consequences were reported.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Devices are used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
There is no additional information.